Event description:
It was reported that balloon rupture occurred. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during second inflation at 4 atmospheres for 10 seconds, the balloon ruptured vertically near the distal marker. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.